Manufacturer narrative:
Per the tandem user guide: "the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter was connected to the dexcom receiver in addition to the pump. The customer opted to continue to get reading from the dexcom receiver. No additional patient or event information was available.